Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record (B)(4).

Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 40cc had augmentation remained below systolic blood pressure. There were no patient harm or injury was reported.